Manufacturer narrative:
The device is expected for return. This report will be updated upon completion of investigation.

Event description:
It was reported during on going use, the left ventricle lead (lv) had dislodged. The lv lead was capped off and replaced with a new lead. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The complete lead was returned. Visual inspection revealed no abnormalities; the lead tip appeared normal. Lab observations and field report were insufficient to verify dislodgement. Therefore the dislodgement allegation could not be confirmed.

Event description:
It was reported during ongoing use, the left ventricle lead (lv) had dislodged. Therefore, the lv lead was explanted and replaced with a new lead. No adverse effects were reported.